Event description:
I was diagnosed with breast cancer in (B)(6) 2017. I had a double mastectomy with expanders on (B)(6) 2017. On (B)(6) 2017, I had mentor smooth silicone gel implants put in. Within days I started having bad reactions to the implants. I had severe anxiety, insomnia, panic attacks, shortness of breath, difficulty swallowing, feeling like my lungs were being crushed and I couldn't breathe, unexplained rashes on my legs, pain in neck and shoulders, inflammation, and mood swings. I have always been healthy and active and the implants were making me miserable. On (B)(6) 2017 I had the implants and the capsules completely removed and my symptoms disappeared the next day. How can this product be on the market and put into women's bodies? How can you morally take sick women who have breast cancer and put these chemicals inside of them to make them even sicker? This is so wrong on so many levels and the FDA needs to do something to stop this. You are slowly poisoning thousands of women. I have now met many women who have had the same issues with implants and once the implants were properly removed they feel better. How are they still on the market? They need to be completely pulled off the market until these issues are resolved.